Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported the patient experienced a loss or change of therapy. The patient reported having a blocked bowel that required hospitalization. The blockage was resolved, but patient was very confused about the therapy and whether the stimulation should be increased or decreased. The patient asked if they would go more if they increased stimulation, implying that she was not going as often as needed. The patient also mentioned they were put on a low fiber diet as a result of the blockage. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.